Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service they went to in center hemodialysis on (B)(6) 2022 and felt sick after the first stick, then when at home. The patient reported on (B)(6) 2022 they ended up going to hospital and was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results obtained while the patient was hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was transitioned to in-center hemodialysis (hd) due to general non-compliance to pd therapy orders prior to this hospitalization. The patient presented to the hd clinic for his first treatment on (B)(6) 2022 and became nauseous upon seeing the hd needle. The patient refused the hd treatment and underwent pd therapy that evening. The patient¿s symptoms presented on the following day. It was unknown what antibiotics were prescribed to the patient while hospitalized. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of this admission. The patient was discharged to home on (B)(6)2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service they went to in center hemodialysis on (B)(6) 2022 and felt sick after the first stick, then when at home. The patient reported on (B)(6) 2022 they ended up going to hospital and was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results obtained while the patient was hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was transitioned to in-center hemodialysis (hd) due to general non-compliance to pd therapy orders prior to this hospitalization. The patient presented to the hd clinic for his first treatment on (B)(6) 2022 and became nauseous upon seeing the hd needle. The patient refused the hd treatment and underwent pd therapy that evening. The patient¿s symptoms presented on the following day. It was unknown what antibiotics were prescribed to the patient while hospitalized. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of this admission. The patient was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Correction: g1.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service they went to in center hemodialysis on (B)(6) 2022 and felt sick after the first stick, then when at home. The patient reported on (B)(6) 2022 they ended up going to hospital and was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results obtained while the patient was hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was transitioned to in-center hemodialysis (hd) due to general non-compliance to pd therapy orders prior to this hospitalization. The patient presented to the (B)(6) clinic for his first treatment on (B)(6) 2022 and became nauseous upon seeing the hd needle. The patient refused the hd treatment and underwent pd therapy that evening. The patient¿s symptoms presented on the following day. It was unknown what antibiotics were prescribed to the patient while hospitalized. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of this admission. The patient was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event was confirmed.